Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evidence of moisture ingress was found in the battery compartment. A leak test was performed and failed due to a leak at a crack in the battery compartment. The pump case was removed, and no further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text.